Event description:
It was reported to minimed that the customer experienced inpen dose(s) are not transmitted to inpen app. The customer reported no adverse event. The event involved product(s) mmt-8060, mmt-105elblna. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105elblna was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-8060.

Manufacturer narrative:
Per visual inspection: cracked at the cartridge holder and inpen front shell does not stay attached.the inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 3.028 volts. No battery anomaly noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken.in conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.